Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer investigation and additional information from the customer. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The legal manufacturer was unable to determine the root cause. As the results of the DHR review, it was confirmed that there was no abnormality in manufacturing, concession, and variation. It was confirmed that there was no unevenness. The lm reported that the most probable cause for the reported event is as follows: since some external force was added to the distal end, there is a possibility that the glue on the tip came off. It can be seen that some external force was added to the ultrasonic antenna because there was a sound line omission. Since the actual product was manufactured on may 14th, 2013 and about 7 years and 7 months have passed, it is possible that it was affected by aging degradation. However, since the actual product is a product destined for overseas, the repair history cannot be confirmed, so the above is speculation. In addition, since the actual product was not sent and cannot be checked, root cause was not investigated. There is no generation of this phenomenon caused by products and manufacturing, and there is no problem in the safety. Ultrasound gastrovideoscope gf-uct180 chapter 3 preparation and inspection 3.2 inspection of the endoscope inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.

Manufacturer narrative:
The device was returned to the service center for evaluation. The customer¿s complaint of a ¿ pinhole on the bending section sheath cover¿ was confirmed. A leak was observed at the biopsy channel/forceps passage as tear marks were noted. There was peeling glue on the scope's control body forceps cover. Multiple broken elements were observed in the scope¿s ultrasound image. The scope¿s ID check displayed a total usage of 633. The most likely cause for the reported event is mishandling. The instruction manual provides the warning statement below to mitigate scope damage. Do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.

Event description:
The user facility reported that a pinhole was observed on the bending sheath cover at the distal tip of the facility¿s scope. There was no patient involvement reported.